Event description:
The patient¿s health care provider (hcp) reported two and half weeks later that the cause of the event was determined and was device related. One electrode discontinuity identified. Programmer telemetry and reprogramming was performed. The patient regained coverage and there was a 50% or greater symptom reduction. Patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n142740, implanted: (B)(6) 2008, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
It was reported that the patient was having a problem. The patient woke up the morning of the report and noticed that stimulation wasn¿t on even though they didn¿t remember turning it off, but, they couldn¿t feel any stimulation. So the patient laid back down because normally when they lay they could feel stimulation sensation more strongly. The patient got shocked really bad when they lay but later clarified that they were referring to normal stimulation sensation. However, when the patient laid down they still didn¿t feel anything. The patient tried changing programs and 4 of the 5 didn¿t work, meaning they didn¿t feel any stimulation sensation. The patient¿s pain was getting really bad because one program was helping but was not covering nearly as much of the pain as it used to. The problems only started the morning of the report. The day prior everything was fine. There were no falls or traumas reported. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.